Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, in the ccu the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss in iab circuit alarm. There was no patient injury/harm reported.

Manufacturer narrative:
End user reported a gas loss alarm. A getinge field service engineer (fse) arrived on site and exercised the iabp on a test catheter & patient simulator without issue. The service logs did record multiple "gas loss alarm in iab circuit". Both the console and the cart passed the helium leak test. The pim module, drive manifold and fill manifold leak tests all passed. Unable to duplicate any issue or failure with the iabp. Fse completed pm with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a